Manufacturer narrative:
(B)(4). (B)(6). As reported by the (B)(6) smart pms for sfa, approximately 22 months after placement of a smart stent in the mid portion of the right superficial femoral artery, a high degree stenosis was confirmed at the proximal portion of right superficial femoral artery (out of the stent) in an (B)(6) year old female patient with medical history including compression hip fracture at the 4th lumbar spine and previous crp increase. Since the patient had no symptoms, there was no treatment provided and the patient would continue to be followed up. The lesion did not improve 5 months later. The target lesion was mildly calcified and tortuous. The rate of stenosis was (B)(6). It is unknown if the new lesion was within 5mm of the smart stent. The rate of stenosis during the follow up was (B)(6). It is unknown if any subsequent treatment was provided. The length and vessel diameter of the initial lesion treated is unknown. It is unknown if the site was pre-dilated prior to stent implantation or post dilated after stent implantation. It is unknown if there was ¿healthy tissue to healthy tissue¿ covered by the stent. The residual diameter stenosis after stent implantation is unknown. Pre, intra and post-procedure medications are unknown as well as if there were any medication being taken at the time of the adverse event. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device and therefore no corrective actions are required.

Event description:
As reported by the (B)(6) smart pms for sfa, approximately 22 months after placement of a smart stent in the mid portion of the right superficial femoral artery, a high degree stenosis was confirmed at the proximal portion of right superficial femoral artery (out of the stent). Since the patient had no symptoms, there was no treatment provided and the patient would continue to be followed up. The lesion did not improve 5 months later. The target lesion was mildly calcified and tortuous. The rate of stenosis was (B)(6) it is unknown if the new lesion was within 5mm of the smart stent. The rate of stenosis during the follow up was (B)(6) it is unknown if any subsequent treatment was provided. The length and vessel diameter of the initial lesion treated is unknown. It is unknown if the site was pre-dilated prior to stent implantation or post dilated after stent implantation. It is unknown if there was "healthy tissue to healthy tissue" covered by the stent. The residual diameter stenosis after stent implantation is unknown. Pre, intra and post-procedure medications are unknown as well as if there were any medication being taken at the time of the adverse event.